Event description:
During hepatectomy, belmont alarmed that unit was overheating. Unit was turned off; backup unit was brought in and hooked up. The entire unit was taken by anesthesia services, including the tubing insert and all remaining products in the reservoir. Patient remained hemodynamically stable throughout the course of these events.